Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that an error for primary alarm failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report that an error primary alarm failure had occurred. Device evaluation and repair are pending.

Manufacturer narrative:
H10: the unit was sent to bench repair for further evaluation. At bench repair, the reported issue was able to be replicated and confirmed. The motor speaker was replaced and the reported issue was confirmed to be resolved. Bench repair replaced the motor speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) stated the customer confirmed the primary alarm failure. The rse requested logs from the customer and confirmed the post motor speaker fail (diagnostic code 5021) had occurred. The rse suspected that the issue was due to a faulty speaker. The rse advised the customer to remove covers and observe for any loose or threading on the cables and the customer confirmed that there were no loose or any threading on the cables. The rse then stated that replacing the motor speaker should resolve the issue and a proposal was sent to the customer for service. Device evaluation and repair are pending.